Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the screen of this programmer froze during a manual pacing threshold test for a pacemaker dependent patient. The physician attempted to stop the test but since the screen was frozen this was not possible. The patient became asystole until the pacing threshold ended at 0.0 millivolts and the programmer worked again. The physician attempted to pulse the emergency button but the following task was a check on the screen which was frozen so this was not an option. The physician tried to shut down the programmer but that did not work either. The programmer was returned for evaluation.

Manufacturer narrative:
Upon receipt, the programmer was visually inspected, and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer memory was reviewed and confirmed no evidence of error logs recorded. The programmer was then specifically tested against the field allegations of touchscreen and threshold issues; no issues were found. Analysis was unable to replicate the issues observed in the field and as such could not confirm or refute the allegation. The field allegation was attributed to the device being unresponsive during testing which aligns with a known issue with programmers. This issue is known to be related to the device design.

Event description:
It was reported that the screen of this programmer froze during a manual pacing threshold test for a pacemaker dependent patient. The physician attempted to stop the test but since the screen was frozen this was not possible. The patient became asystole until the pacing threshold ended at 0.0 millivolts and the programmer worked again. The physician attempted to pulse the emergency button, but the following task was a check on the screen, which was frozen, so this was not an option. The physician tried to shut down the programmer but that did not work either. The programmer was returned for evaluation. The product has been received for analysis. This report will be updated upon completion of analysis.